Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed using a 2.5 x 15 mm xience xpedition stent delivery system (sds) and an unspecified guide wire. The sds was advanced and the stent was deployed in the target lesion. When the guide wire was removed, it was observed the balloon had separated. The sds and the separated balloon were removed on the guide wire; no pieces remained in the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: when the guide wire was removed, it was observed the balloon catheter had separated. The sds and the separated balloon catheter were removed on the guide wire; no pieces remained in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of the device. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.